Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-19 h6: investigation summary bd received a sample and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. The sample was sent to franklin lakes for 'fourier-transform infrared spectroscopy (ftir)' analysis. Bd was able to determine from the ftir analysis that the fm closely resembles a cellulose material such as wood or cardboard. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in the tube. The following information was provided by the initial reporter: fm in tube

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in the tube. The following information was provided by the initial reporter: fm in tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.